Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced a worsening of their preexisting condition and headache, possibly related to the stimulation. The patient was hospitalized, oramorph medication was administered, and device programming was optimized.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced a worsening of their preexisting condition and headache, possibly related to the stimulation. The patient was hospitalized, oramorph medication was administered, and device programming was optimized. Additional information was received that the patient underwent an explant procedure due to unsatisfactory treatment with the system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha 32 ipg kit model: sc-1232 batch: 587555 UDI: (B)(4). The lead and ipg have not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review for the lead did not reveal any anomalies. The instructions for use (IFU) states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections, and/or lead failure. Additionally, persistent pain at the ipg or lead site is also a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A risk review was completed and confirmed that the event of patient problem/medical problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and revealed that worsening of the preexisting medical condition is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.